Manufacturer narrative:
H3: device evaluated by manufacturer: the device was returned for evaluation. Report of leakage was confirmed. One barbed connector with 14 mm section of cannula attached at the proximal end was returned. A leak test was performed and leakage was observed between the connector to cannula junction across the bonding area. No other visual damage, contamination, or other abnormalities were found. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france, during the use of a cannula model: ezc21a, significant air entry at the level of the aortic cannula was observed after connecting the cannula to the arterial cec line, making it impossible to start cec. As reported, it was possible to see air entering the cannula despite numerous manipulations. Reportedly, the cannula was cut and a fitting was put to be able to connect to the arterial line.

Manufacturer narrative:
Added information to section h6 (device code) and h6 (type of investigation) updated section h6 (investigation findings) and h6 (investigations conclusions). Corrected section h3: device evaluated by manufacturer: report of air entry into the cannula was unable to be confirmed; however, fluid leakage was detected. One barbed connector with 14 mm section of cannula attached at the proximal end was returned. A leak test was performed and leakage was observed between the connector to cannula junction across the bonding area. No other visual damage, contamination, or other abnormalities were found. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device history records (DHR) were review and no non-conformances were found related to the event. Manufacturing mitigations in place includes 100% inspection of the cannula to check for voids and bubbles in the bond areas and bonded components to confirm they are fully seated and properly aligned with cannula body. Based on the information available, the complaint of "significant air entry" was unable to be replicated during product evaluation. Although a definitive root cause of the alleged air entry issue cannot be conclusively determined, operational factors during use of the device may have contributed, including inadequate de-airing prior to use. The leakage identified at the connector-cannula body junction during functional testing is most likely unrelated to the alleged air entry issue as the cannula could have been damaged when it was cut/manipulated to attach an off-shelf connector. No leakage was reported by the customer. No actions are required at this time regarding the alleged air entry incident, as the complaint could not be confirmed.